Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02490. It was reported that the scar tissue prevented the patient's leads from being implanted at the intended location. As a result, effective therapy was never established. Surgical intervention was undertaken in which the patient's scs system was explanted to address the issue.